Event description:
During an MRI guided left breast biopsy, the radiologist placed a clip at the region of interest but was not able to performed the biopsy due to malfunction of the breast biopsy and excision system. The procedure was stopped to prevent injury. There was no harm to the pt. The pt subsequently had the biopsy performed at another facility. The equipment was sent for repair.